Event description:
Physician was disecting tissue around left internal mammary artery using the coagulation of the wec foot control cautery. A spark from the cautery ignited a 4 x 4 gauze pad. Pad removed from surgical field. No harm to pt.